Event description:
One injury occurred (a deep cut to the thumb) on a laboratory technician while trying to open control vial. The entire top broke off and the jagged edge of the remaining bottle cut through the gloves into her thumb.